Event description:
New information received noted the patient presented remotely via merlin.net. The undersensing occurred due to loss of contact. The patient was in stable condition.

Event description:
It was reported that patient's insertable cardiac monitor (icm) exhibited under sensing. No intervention was done. The patient status was unknown.

Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.